Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device was unable to decrease the pacer rate. When atempted to decrease the rate, the rate increased. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.